Event description:
It was reported by the customer that the bd pyxis¿ medflex 1000 had an issue where the temperature on the surface of the fingerprint sensor was very high. The customer also stated that the nurse burned fingertip while using the cabinet. The customer was not aware and was not informed by the nurse of any medication or procedure required to mitigate or fix, about the level of discomfort or about patient care delay incurred. The nurse had finished her shift as usual and already left the facility at the time of the call. No medical intervention was reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system had an issue where the temperature on the surface of the fingerprint sensor was very high. A field service engineer found that the biometric identifier was in low temperature due to station being disconnected from power, replaced biometric identifier, rebooted station and confirmed that the medbank was working on biometric identifier settings to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.